Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that isometrics and pocket manipulation were performed, and the impedances were normal. The health care professional (hcp) was unable to reproduce the out of range impedance. Technical services (ts) provided potential causes and troubleshooting actions. The lead remains in use. No adverse patient effects were reported.